Event description:
Same patient as MDR ID#2134265-2013-02378. It was reported that following a carotid stenting treatment procedure death occurred. The 90% stenosed target lesion was located in the severely tortuous internal carotid artery (ica). The common carotid artery (cca) was also considered to be severely tortuous. A temporary pacemaker was placed at the cardiac apex of the cardiac chamber; however, the pacemaker was noted not to be in a "stable position". The physician encountered difficulty engaging an 8fr mach1 90cm mp guide catheter in the cca. A filterwire ez 3.5-5.5 190cm was initially unable to cross the lesion. A non-bsc microcatheter non-bsc guide wire were advanced. The filterwire was still unable to cross the lesion. The guide wire was exchanged to a different non-bsc guide wire and predilation was performed with a 2x2 non-bsc balloon catheter. The filterwire continued to be unable to cross the lesion. The wire was exchanged again and then the filterwire was able to cross the lesion and the filterbag was deployed. Predilation was preformed with a 3x2 non-bsc balloon catheter. A 8.0x29 carotid wallstent was advanced and deployed; however, the wallstent appeared to be 'shaking' due to the 'unstable' filterwire and the stent migrated from the ica to the cca. The patient experienced bradycardia which was treated with atropine and the bradycardia resolved. A 6.0x22 carotid wallstent was then deployed at the distal end of the lesion. Postdilation was performed with a 4x2 non-bsc balloon catheter. Ivus was performed and the procedure was completed. The procedure was completed and there were 'no issues' noted with the patient's status when the patient returned to the hospital ward. 45 minutes later, the patient experienced decreased consciousness which was treated with external dc pacing and the patient recovered. An hour later, the patient experienced decreased consciousness again with bradycardia and hypotension and sinus arrest. Several unspecified attempts were made to treat the patient's condition and the patient was moved to the o.r. The patient expired due to cardiopulmonary arrest. Per the physician, the cause of death is " the shock death due to the brady cardial and hypotension, not brain infarct". An autopsy was not performed.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). It is indicated that the device will not be returned for analysis; therefore, a failure analysis of the complaint device could not be completed a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).